Event description:
A customer obtained non-reproducible, negatively biased vitros phyt results for one pt sample on the vitros 350 analyzer. The results were reported out of the laboratory. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
The investigation determined that the analyzer was operating as intended. There is no evidence to suggest that phyt reagent lot is not operating as intended. The root cause of the unexpected phyt result is unk.